Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving a service code 204. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the monitor's electrode belt receptacle was partially disconnected from electrode belt connector j1001, which caused the service code 204. The root cause for the partially disconnected electrode belt connector could not be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.